Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/27/2017 with the following findings: a review of the black box and alarm history showed no call service 064 alarms. The black box data was overwritten from the time of the complaint. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. The call service issue was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Correction submitted 07/29 /2015 as follow-up #1: a review of the complaint record determined that the troubleshooting of this incident indicated the issue was unrelated to the pump, and that the suspect product should have been the infusion set. The infusion set is not manufactured by animas and animas has no regulatory responsibility to report on the product.